Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique, further described as touch contamination, during peritoneal dialysis (pd) therapy which caused peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for the peritonitis was not reported. The patient recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.